Event description:
Diagnostic imaging with a combination near-infrared spectroscopy (nirs) and intravascular ultrasound (ivus) catheter. Ivus images were lost during use post stent deployment. The catheter became entangled in the stent during insertion and steps taken to remediate the situation may have damaged the ivus imaging function of the catheter. No patient injury reported. No treatment of patient required due to malfunction.